Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement is not available due to the geo pc failure. Review of system log file showed geo communication error. Fse replaced the geo pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.